Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. A DHR (device history record) review was performed for the lot number implicated in this complaint and no manufacturing issue was found related to the reported event. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, and the guidewire insertion tool was used during the insertion process. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to the reported complaint. Device not returned for evaluation.

Event description:
It was reported that during the procedure the subject guidewire was broken while advancing the catheter. All the broken parts of the subject guidewire were removed successfully and the procedure was completed successfully. There were no clinical consequences to the patient.